Event description:
The customer reported that they had issues with several false results obtained for patient samples tested with one reagent pack of thyrotropin (tsh). The cause was not clear, but the false results were obtained with one reagent pack. A total of twelve patient samples had erroneous tsh results. When the customer realized the problem, they removed the reagent pack and loaded a new one. There have been no further issues since replacement of the reagent pack. There was nothing wrong visually with the pack in question. The first patient sample initially resulted as <0.01 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 5.72 miu/ml. The sample was also repeated with a new reagent kit and resulted as 5.76 miu/ml. A corrected report was issued for this sample. The second patient sample initially resulted as <0.01 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 2.88 miu/ml. The sample was also repeated with a new reagent kit and resulted as 2.93 miu/ml. A corrected report was issued for this sample. The third patient sample initially resulted as <0.01 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 3.03 miu/ml. The sample was also repeated with a new reagent kit and resulted as 3.00 miu/ml. A corrected report was issued for this sample. The fourth patient sample initially resulted as <0.01 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 2.45 miu/ml. The sample was also repeated with a new reagent kit and resulted as 2.41 miu/ml. A corrected report was issued for this sample. The fifth patient sample initially resulted as <0.01 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 2.91 miu/ml. The sample was also repeated with a new reagent kit and resulted as 2.85 miu/ml. A corrected report was issued for this sample. The sixth patient sample initially resulted as <0.01 miu/ml. The sample was repeated and resulted as 3.62 miu/ml. The sample was also repeated with a new reagent kit and resulted as 3.62 miu/ml. The seventh patient sample initially resulted as <0.01 miu/ml. The sample was repeated and resulted as 1.62 miu/ml. The sample was also repeated with a new reagent kit and resulted as 1.62 miu/ml. The eighth patient sample initially resulted as <0.01 miu/ml. The sample was repeated and resulted as 1.27 miu/ml. The sample was also repeated with a new reagent kit and resulted as 1.27 miu/ml. The ninth patient sample initially resulted as <0.01 miu/ml. The sample was repeated and resulted as 1.64 miu/ml. The sample was also repeated with a new reagent kit and resulted as 1.62 miu/ml. The tenth patient sample initially resulted as <0.01 miu/ml. The sample was repeated and resulted as 3.05 miu/ml. The sample was also repeated with a new reagent kit and resulted as 3.05 miu/ml. The eleventh patient sample initially resulted as 1.08 miu/ml. The sample was repeated and resulted as 2.59 miu/ml. The sample was also repeated with a new reagent kit and resulted as 2.51 miu/ml. The twelfth patient sample initially resulted as 0.09 miu/ml and this value was reported outside of the laboratory. The sample was repeated and resulted as 2.18 miu/ml. The sample was also repeated with a new reagent kit and resulted as 2.18 miu/ml. A corrected report was issued for this sample. The patients were not adversely affected. The tsh reagent lot number was 178605-03 with an expiration date of 01/31/2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on information provided. A possible root cause is most likely a pre-analytic sample handling issue. A reagent and instrument issue can be excluded since the event was not reproducible.